Manufacturer narrative:
In speaking with olympus technical support via the phone, the user stated that the monitor image went black (not sure if whole screen video went black or just the scope image). The user turned the cv-170 video system center off and then on again and the image reappeared. When the user had called, the unit was working, and the issue could not be reproduced. The user will observe the unit for repeat of issue and will see if the light was coming from the scope tip to rule out a lamp issue. The user was advised to check the scope connection and clean the scope contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the image on the monitor went black while using the video system center with a scope. No patient harm reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A root cause was not identified as the failure was not replicated. Based on the available information, the legal manufacturer determined the probable cause of the failure was likely due to dust and water droplets adhering to the electrical contact part with the scope which may have been due to a temporary connection issue of the cable.